Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the data provided from the bravo capsule was shown to have produced a short study. The study was only for 32 minutes. Customer stated that the patient did not call in stating that device was off, beeping, etc. However, the tracings start off pretty high. A repeat procedure might be necessary depending on patient and physician consent. There was no harm to the patient or user.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, a copy of the study was provided. Based on the data that was collected during the procedure, there was 00:32:06 of recording of a normal 24, 48 or 96 hours. The ph values throughout the recording are normal and there are no gaps in the data. A review of the device history record indicates that the product was released meeting finished product specification. As no device was received for evaluation the cause of the failure cannot be reliably determined. If information is provided in the future, a supplemental report will be issued.